Manufacturer narrative:
Visual evaluation of the device picture upon visual inspection of the picture, it was observed to be intact. No anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction on a mistake reported on a initial report indicating device has not returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor memorygel 350cc silicone breast implants which the right side has issue with capsular contracture baker grade IV after implantation. As a result patient had it removed and replaced with the same type of device on (B)(6) 2018.